Event description:
It was reported that while the account was pulling product for a procedure it was noticed that the tyvek was torn on the sterile pkg. A second device was pulled for the procedure.

Manufacturer narrative:
(B)(4). Additional information: the pse60a package was visually inspected. The tyvek had a rip near the printed graphic of the handle. The tyvek was found to have a shallow scrape that leads to the rip where something snagged and ripped it where it impacted the plastic blister retainer beneath the tyvek. This caused the tyvek to be bunched up behind the rip. The scrape continued across the package ending with a pin-hole where it impacted the plastic on the flange edge of the blister. It appeared that an object may have been placed atop the package, applying force to the package, while the package was outside of its carton. Complaint event is confirmed. Packages are visually inspected immediately after sealing and placed inside individual carton. Individual cartons are placed inside a corrugate shipper box. The condition of the carton and shipper box could not be verified because neither was returned. The damaged tyvek is not consistent with issues that are likely to occur during the packaging process. It is suspected that damage on the tyvek occurred while the package was outside of its carton and is attributable to storage external to the packaging facility. Lot history records were reviewed and the product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.